Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling tool side on the battery oscillator device was not functioning and was defective. It was noted that there was a lot of debris found in the saw head, and saw head was totally jammed due to rusting. It was also noted that the device failed pre-repair diagnostic tests for general condition, assessment of the quick coupling for saw blades, the saw head, trigger test, and the off/on/on mode. It was noted in the service order that the device was ¿not working.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.